Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: were two small chips from trocar cannula noted to have fallen into patient? The surgeon said the pieces did not fall into the patient. Were two chips from trocar cannula retrieved from patient? The surgeon said the chips in the cannula were noticed inside the packaging. Was there any change to procedure or post-op patient care? No change.

Event description:
It was reported that during an unknown procedure, the doctor inserted the device and upon removal of the obturator, noticed two small chips at the end of the cannula. He completed the case without exchanging out the cannula. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). The analysis results found that the b12lt device was returned in good condition. The device was visually inspected and no missing pieces were observed from the device. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.